Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a battery voltage of 2.59 and charge time (CT) of 17.2 seconds. Technical services (ts) discussed the mid-life display of replacement indicators advisory and advised follow-up in 3 months to re-evaluate. Additional information was provided that the device reached elective replacement indicator (eri) due to a CT of 21.2 seconds despite a bv of 2.58. Ts discussed replacement within 90 days of eri. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.